Event description:
It was reported that during a coronary artery stenting treatment procedure a balloon rupture occurred. The 90% stenosed target lesion was in the calcified distal right coronary artery (rca). The target lesion was predilated with a 2.0x15mm and 2.5x15mm quantum maverick balloon catheter. Then the 20x3.0mm quantum maverick balloon catheter was used on the target lesion which had indentation, and was ruptured at 14atms on the first inflation. The balloon was then changed to a 3.0x15mm quantum maverick and the procedure was completed. There were no patient complications reported with the patient's current condition listed as "good".